Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead noted over sensing on the atrial lead channel. The ra lead remains in use. No patient complications have been reported as a result of this event.